Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix device. An accidental needle stick occurred; however, there was no report of medical treatment being required. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).